Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the rotablator rotalink plus device and a rotawire. There was no damage noted on the rotawire. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. The burr was detached from the coil and received on the rotawire. The burr was able to be removed from the rotawire with no issues or resistance. Inspection of the device revealed a portion of the coil was detached and still attached inside the burr. The bottom of the burr and annulus were damaged/flared. The coil was stretched and kinked at the handshake connection of the burr catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause has been determined to be use/user error as the dfu states: "adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0mm burrs 190,000 rpm¿. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). A 1.75mm rotalink plus was selected for use. During procedure, the rotation speed was set at 200,000 rpm. The first three ablations were done successfully; however, upon the fourth ablation, it was noted that the base shaft of the burr became separated and remained on the rotawire. A non bsc catheter was inserted to help successfully retrieve the burr. No further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). A 1.75mm rotalink¿ plus was selected for use. During procedure, the rotation speed was set at 200,000 rpm. The first three ablations were done successfully; however, upon the fourth ablation, it was noted that the base shaft of the burr became separated and remained on the rotawire. A non bsc catheter was inserted to help successfully retrieve the burr. No further patient complications reported.